Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the carrier tube was kinked. When the carrier tube was attempted to be inserted into the artery, the carrier tube could not be inserted into the artery and got kinked. The device was not used, and manual compression was applied to achieve hemostasis for an hour. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. There was no patient injury or surgical intervention required. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, arteriotomy locator, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath was found to have been kinked at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a kinked sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the sheath during insertion into the patient due to off axis loading. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to provide the device return date in section d9, and to provide additional information to section h6: health impact. The description is being updated based on clarification from the account.

Event description:
Additional information was received 25nov2024: when the locator/insertion sheath assembly was attempted to be inserted into the artery, the insertion sheath could not be inserted into the artery and got kinked. The device was not used, and manual compression was applied to achieve hemostasis for an hour. Subsequently, hemostasis was successfully achieved by manual compression only. According to the sales representative, the other assembly that had difficulty with the insertion into the artery has not been raised as a complaint yet. Additional information was received on 26nov2024: the assembly was unable to be inserted. Event was performed on october 11, 2024. The angio-seal device concerned was attempted to be used as a second device for hemostasis. The physician usually uses angio-seal after using a 6 fr procedure sheath; however, the physician used angio-seal after using a 5 fr procedure sheath at that time. When the locator/insertion sheath assembly of the first angio-seal device was attempted to be inserted into the artery, the insertion sheath could not be inserted into the artery and got kinked. The device was not used and was replaced with the angio-seal device (6 french) concerned; however, the locator/insertion sheath assembly encountered resistance and could not be inserted. The device was therefore removed, and manual compression was applied for an hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250 cc's. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm.